Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 89 mg/dl. Customer stated that she had a low reservoir alarm but was not able to clear it. Customer stated that the esc button was not working. Customer can get the backlight on and the act to work. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due lcd keypad connector not plugged in properly. No frozen screen during testing noted. Insulin pump had minor scratches on display window.